Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during the surgery, at the moment of impacting the head of the definitive implant, the specialist hits it with the hammer and a small piece of the plastic area breaks off, we show that it broke at its edge. Also during surgery, when I was going to mount the final stem, it became evident that the threads of the screw that holds the stem were broken, causing it to not fit or allow the stem to be fixed. " the product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - reporte de calidad clinica del caribe nº 2 - barranquilla colectivo 483932). The photo investigation revealed that retaining stem inserter had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended user error. The provided evidence was not sufficient to confirm the reported event of unable to assemble. Functionality issues cannot be evaluated through a photo investigation since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, at the moment of impacting the head of the definitive implant, the specialist hits it with the hammer and a small piece of the plastic area breaks off. We show that it broke at its edge. Also during surgery, when mounting the final stem, it became evident that the threads of the screw that holds the stem were broken, causing it to not fit or allow the stem to be fixed. The surgery was completed successfully without any impact on the patient.

Event description:
Additional information was received: 1. Were there any surgical delays related to the event? If so, what is the duration of the delay? Rta// no, there was no delay due to the event, since it was possible to give prompt solution to the specialist with another impactor, this was used without any problem, which avoided delays in the surgical times of the surgery and also avoid discomfort in the specialist, the surgery was successfully completed without any affectation in the patient. 2. Did the instrument break into 2 or more pieces? Rta// a single (1) piece of the plastic impactor area was broken, as shown in the photographic records sent along with this report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.